Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is lymphadenopathy.

Event description:
Patient reported a right side ¿hard lump on my breast that is the size of a large gumball¿, ¿abnormal looking¿, ¿pain¿, ¿implant moved to the side¿, ¿ghost pain¿, ¿feel lethargic¿, and ¿acute respiratory distress¿. Device remains implanted.